Event description:
While inserting the first graft, the two distal prongs became bent. After the initial insertion, the operating room staff bent the prongs back into place. During insertin of the second graft, one of the prongs broke. The broken prong was retrieved. No pt injury was reported.

Manufacturer narrative:
Reviewed device history records. Device was manufactured to all applicable specs. No mfg defects, signs of excessive wear, or inclusions that would cause this failure were observed. The features of the fracture indicate a single fracture initiation site at the inboard side of the inserter. The fracture features were characteristic of a single event failure.